Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a crt procedure unrelated to this event dislodgement of the lead was observed. A thrombus was noted which inhibited insertion of the stylet. Due to patient having atrial fibrillation the lead was not used for implant. Patient is stable both before and after procedure without any discomfort.